Event description:
It was reported that dependent patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited noise. The lead was explanted and replaced. There were no patient consequences.